Event description:
The customer alleged the peep function when set to 10cmh20 rose to over 25cmh20 over 4 hours time. The mallinckrodt customer support engineer (cse) could not verify the reported problem. After inspecting the device, the cse replaced the sol 6 & 8 assembly as a precautionary measure. The unit passed extended self testing. It is not verified that the peep would drift upward, and no malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.